Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted:(B)(6) 2010, product type: extension. Product ID: 3093-33, lot# v407759, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient felt intermittent jolting and did not have their patient programmer to check the implantable neurostimulator (ins) status. The patient sometimes used the button on the side and sometimes used the one on the front of the patient programmer to turn stimulation off. The patient had severe bladder spasms, felt quick spurts of jolts, and then no stimulation sensation at all. This was considered a sudden change in symptoms in (B)(6) 2015. There were no falls or trauma related to the issue and the issue was not related to positional movements. The patient's symptoms felt like what they had when they had a urinary tract infection (uti). This was so much so that on the date the patient was seen, they were only able to give 4 drops or urine. The patient questioned if they had enough urine to run a urinalysis. The patient would check their device with the patient programmer. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2015. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.